Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that programmed atrioventricular delays had timed out, yet no pacing output was delivered by the pulse generator. Further evaluation found that the issue was related to fusion avoidance, which caused long delays and prevented pacing. The issue was resolved by trouble shooting. There were patient consequences.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that programmed atrioventricular delays had timed out, yet no pacing output was delivered by the pulse generator. Further evaluation found that the issue was related to fusion avoidance, which caused long delays and prevented pacing. The issue was resolved by trouble shooting. There were no patient consequences. New information received notes that the pacemaker (pm) was reprogrammed. There were no patient consequences.

Manufacturer narrative:
B5 in initial report should have indicated that "there were no patient consequences", rather than "there were patient consequences".